Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having mast transforam inal lumbar interbody fusion/removal of instrumentation at l1-l3 for adjacent level disease. It was reported that the screw was stuck in l2 pedicle and unable to advance or back out. Broke 2 screwdriver tip off trying to remove the screw. Surgeon decided to cut the screw flush and leave shank of screw in l2 pedicle and place a screw at l3 instead. Screwhead and partial shank removed. Approximately 35mm in patient. Screw placed at adjacent level, not originally planned. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.